Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results of 140 and 260 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. Customer also stated the results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, back to back blood tests were performed by the customer fasting and produced test results of 146, 128 and 157 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/20/2020 and test strips were opened two months ago. The meter memory was reviewed for previous test result history:(date/time not set): (B)(6).